Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows that the afx aortic graft occlusion and additional endovascular procedure are confirmed. The mesenteric ischemia and death are unconfirmed. This is moderately consistent with the reported adverse event/incident. It was reported the patient was being treated emergently for an infectious aneurysm which could have contributed to the reported events but could not be conclusively determined. There were clear signs of an aortic infection on the first post operative CT scan. The clinical assessment determined that there was evidence to reasonably suggest the vela proximal extension buckled on (B)(6) 2024. The non endologix stent seen on the CT scan dated (B)(6) 2024 also buckled significantly. The buckled stents were discovered on (B)(6) 2024 during review of the CT scan dated (B)(6) 2024 (vela cuff) and (B)(6) 2024 (non endologix stent within cuff). The aortic graft occlusion was likely due to the severe buckling of the proximal extension near the superior stent margin of the main body. The severe buckling of the proximal extension was likely due to the superior stent margin of the main body landing in the infrarenal angulation in the context of using an infrarenal proximal extension vs a suprarenal extension. The non endologix stent also buckling in the same area, this is a concomitant product use off label. The death could not be determined due to inconclusive information. Device, user, procedure or anatomy relatedness of the mesenteric ischemia and death could not be determined. The final patient status was reported as deceased on postoperative day 11 ((B)(6) 2024). No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it remains implanted in the patient. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply. H3 other text: device remains implanted.

Event description:
The patient was initially implanted with an afx2 bifurcated stent graft and an afx vela infrarenal to treat an infectious aneurysm. Approximately four (4) days post initial procedure the proximal portion of the vela was occluded and abi (ankle brachial index) was decreased. The physician performed a secondary procedure and added a viabahn (non-endologix) vbx stent where the vela was occluded. The vbx stent was fully expanded and the patient's blood flow was restored. It was reported that the vbx stent also occluded and the lower limb became ischemic due to thrombi below the vela and the patient also showed intestinal necrosis after which the patient passed away.